Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring and minor scratches on lcd window. No damage to belt clip rails noted.

Event description:
The customer reported via phone call that the piece broken off and belt clip was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.